Event description:
It was reported during a trial procedure on (B)(6) 2018, the physician was unable to gain epidural access due to the presence of scar tissue. As a result, the trial procedure was abandoned. An additional trial procedure occurred on (B)(6) 2018, in which a pns system was installed. Effective therapy was established. No adverse events were reported.